Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. It was reported that the alleged meter inaccuracy began on (B)(6) 2018 at 2:22 pm. The reporter claimed that the patient obtained an alleged inaccurate high blood glucose reading of ¿338 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that the patient manages his diabetes with 40 units of nph insulin once every morning and that he continued with his usual diabetes management routine after obtaining the alleged high result. It was reported that 30 minutes later at 2:52 pm, the patient developed a symptom of feeling ¿sweaty¿ and re-tested his blood glucose and obtained a result of "42 mg/dl". The patient then self-treated himself with orange juice to "build up his sugar level". During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the test strips were being stored correctly and within their discard/expiry date. The patient did not have any control solution to perform a quality control test on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an inaccurate high result with the subject meter.